Event description:
The called to report unexplained high blood glucose levels greater than 200 mg/dl. The customer stated that she was hospitalized yesterday due to high blood glucose levels. The customer did not provide the blood glucose reading at the time of the hospitalization. The customer stated that her blood glucose levels elevated as a result of a cold and sinus infection she's been fighting. The customer asked for assistance priming the insulin pump. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.